Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to patient use, a tracheal tube cuff inflated but could not be deflated. There was no patient involvement. There is no report of serious injury or death associated with this event.